Event description:
It was observed that during the device evaluation, the rhino-laryngofiberscope exhibited light guide lens corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problems, overheating problems, electrical problems like as signal loss or open circuit, and expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.